Event description:
The manufacturer was notified on 22 jun 2016 that a female patient who had mitroflow valve implanted three and a half years ago requires re-operation. No further information provided.

Manufacturer narrative:
Review of design history record on feb 22, 2017: the complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model lxa19, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model lx) mitroflow aortic pericardial heart valve at the time of manufacture and release.